Event description:
It was reported that an unknown alarm occurred on the homechoice device during initial drain of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. The power was cycled to clear the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and an evaluation was not performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.